Event description:
It was reported that the stimulator had not been working for years. There was a loss of therapeutic effect with a gradual onset. The patient was not aware it was shorting out until she would feel jolt/charge. She went and saw the pain doctor and a manufacturing representative (rep) at the appointment. They told her they could go in and put a new one in. At that point she was on very little pain medication and her back pain was gone, so she did not want to mess with that. She was pain free and thought maybe it was a miracle that the pain just went away. She wanted to get off her pain medications because she was on percocet. She wanted to get off of the morphine and they wanted to give her more so she decided to stop seeing the pain doctor. Her family doctor was able to get her off all pain medications. The patient had left the device in because her back pain had stopped and she did not want to cause more trauma to her spine. The patient was wondering if it was possible that the battery was leaking inside of her. She had been having pain on the right side above the implant battery. She no longer saw pain management, and she was off all pain medications and the only doctor she saw was her primary care physician (pcp). She talked to her family doctor and now she knew that was most likely not the case and she was going to work with the doctor to determine what was causing this pain. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# v006888, implanted: (B)(6) 2006, product type: lead. Product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID neu_recharger_acc, product type: recharger. (B)(4).